Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the system software was defective. To resolve the issue, the fse reloaded the system software and performed the functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.